Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of an innova self-expanding stent delivery system (sds). The outer shaft, middle shaft, inner sheath and the remainder of the device were checked for damage. The outer sheath was kinked at the nosecone. No damage was noticed on the mid-shaft. The stent was returned outside of the device. A .035 amplatz guidewire was inserted into the guidewire lumen. The guidewire transcended into the device with no hesitations or restrictions. The handle was opened but no damage was noticed. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
It was reported that inadvertent stent deployment occurred. An 8x40x75 innova¿ stent was selected for a procedure in the iliac artery. Before introduction, the stent delivery system met resistance while advancing over the .035 guide wire. The stent partially opened even though the safety clip had not yet been removed. The device was not introduced to the patient and the procedure was successfully completed with a non-bsc stent. There were no patient complications and the patient status post procedure was good.